Manufacturer narrative:
Manufacturing date : week 42 of 2011 the correction of b3 date of event and b5 describe event and problem deems and h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields required. This is based on the internal evaluation. Previous b3 date of event: 05/27/2022 corrected b3 date of event: blank previous h3a device evaluated by manufacturer: no corrected h3a device evaluated by manufacturer: yes previous h3b device not eval provide code: other corrected h3b device not eval provide code: n/a previous h3c if other provide code - explain: device not returned to manufacturer corrected h3c if other provide code - explain: n/a previous b5 describe event and problem: on 27th may, 2022 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the paint was peeling on the forks, the label was peeling on the one fork and headlight gaskets were chipping, there was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event and problem: on 27th may, 2022 getinge became aware of an issue with one of surgical lights - powerled 700. It was determine that the issue from the complaint is not safety and risk related. Then on 12th january 2023 during further device evaluation getinge technician found that paint was peeling from the headlights, the label was peeling on the one fork and headlight gaskets were chipping, photographic evidence confirmed that issues. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification, due to paint was peeling on the headlight, the label was peeling on the one fork and headlight gaskets were chipping, which could be considered as technical deficiency, and in this way the device contributed to the event. The device was not being used for patient treatment upon the event occurrence. According to the information gathered, the issue was discovered during preventive maintenance. When reviewing similar reportable events for the same device type, it was confirmed that in the last 5 years, registered for the issue of paint peeling on powerled and hled surgical lights, there is one event which led to the serious injury and no event which led to the serious injury due to label chipping issue and due to seal chipping. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of the paint chipping is moderate and low for label chipping and very low due to seal chipping. Root cause analysis for paint peeling problem was performed by subject matter experts and concluded that all maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid collisions between devices. Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor paint chip can be repaired with touch up paint, nevertheless, the parts impacted by serious damage must be replaced. The deterioration of the light head seals is probably due to infiltration and stagnation of aggressive cleaning products caused by inappropriate cleaning. Also, to prevent similar incident related to damaged seal with missing particles, maquet sas recommend to respect the cleaning protocol avoiding: prolonged exposure to detergents and disinfectants solutions high concentrations exposure to heat during the cleaning procedure prohibited products maquet sas recommend to wipe with a dry cloth and to make sure no liquid residue is left on the device after cleaning. Additionally, subject matter experts established that the most probable root cause of label chipping off is an excessive friction during cleaning or inappropriate cleaning products. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
On 27th may, 2022 getinge became aware of an issue with one of surgical lights - powerled 700. It was determine that the issue from the complaint is not safety and risk related. Then on 12th january 2023 during further device evaluation getinge technician found that paint was peeling from the headlights, the label was peeling on the one fork and headlight gaskets were chipping, photographic evidence confirmed that issues. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury.

Event description:
On 27th may, 2022 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the paint was peeling on the forks, the label was peeling on the one fork and headlight gaskets were chipping, there was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Event site name:(B)(6) health. H3 other text : device not returned to the manufacturer.